Event description:
A customer obtained an erroneous thyroid-stimulating hormone (tsh) result in the normal reference range for one patient. Subsequent testing produced result below the normal reference range which better matched the patient's clinical picture. The patient had a previous htsh result of "<0.015uiu/ml". The specimen was also tested on a different instrument and a result of 0.095uiu/ml was obtained. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer, qc was within the customer's established ranges prior to and after the event. A system check was performed on 05/18/2009 and passed within instrument specifications. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) to the instrument. The fse conducted a diagnostic and qc testing with good results. The fse verified all repairs per established procedures and results met published performance specifications. A definitive root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.